Event description:
Pt reports that she had "lipozap surgery done in 2008 and complains of pain, numbness tingling, deformity, unable to wear clothes, sit or stand for long periods and her navel protrudes out. Pt states that company has gone out of business."